Event description:
Fluid removed from left knee [joint effusion]. Loss of range of motion in left knee [joint range of motion decreased]. Hamstring spasms [muscle spasms]. Inflammatory process in left knee [arthritis]. Case description: spontaneous report received on 03/01/10 from a physician via a company representative regarding a (B)(6) male patient, initials unknown, whose relevant medical history included osteoarthritis of the knee. The patient received a single injection of synvisc-one into the left knee on "approximately" (B)(6) 2009. Prior to receiving the injection. The patient's left knee was aspirated and 10cc of fluid were removed. On the second day after receiving the injection (approximately (B)(6) 2009), the patient had 100cc of fluid removed and a culture was performed, which was negative. On an unknown date, the patient was treated with a cortisone injection in the left knee. The patient also complained of loss of range of motion in the left knee and hamstring spasms. The patient experienced 6 weeks of "inflammatory process" and the physician scoped the knee on (B)(6) 2009. No further information was provided. As of the date of receipt of this report, the patient outcome was unknown. Manufacturer's comment: the benefit-risk relationship of synvisc-one is not affected by this report.

Manufacturer narrative:
Evaluation summary: the product lot number was not provided and batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated. On a periodic basis, data is presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.